Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent surgery for distal humerus transcondylar fracture with a variable angle (va) distal humerus plate. During the surgery, when the surgeon tried to insert a screw with the screwdriver shaft, the screwdriver shaft stripped the screw head because the tip of the screwdriver shaft had been worn. The surgeon tried to change the screwdriver shaft, but he couldn¿t detach it easily from the torque limiting attachment. The surgeon managed to detach them, but the torque limiting attachment broke. The surgeon finally inserted screws without the torque limiting attachment. The surgery was delayed by less than thirty (30) minutes. Patient was stable. This report is for a stardrive screwdriver shaft t8 55mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the screw driver was received together with a torque limiting device (separated). In addition, the screw driver we have received back in a well-used condition, especially the tip as it is badly worn from often use. Functional test: during investigation a functional test for the coupling was performed and passed the functional test. A functional test for the tip is not possible, based on the already mentioned deformation, this thus confirming the complaint description. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Document/specification review: drawings and revisions are in accordance to DHR of production lot 2l63744. All relevant features are defined on the used drawing revisions of DHR of production lot 2l63744. Summary: as per selected investigation flow, the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Unfortunately we are not able to determine the exact reason for this occurrence, we only can assume that during the operation an application error may have taken place. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history part: 314.453, lot: 2l63744, manufacturing site: hägendorf, release to warehouse date: 21. Jan. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.